Event description:
After 6+ months of implantation, this ICD was explanted because of an infection.

Manufacturer narrative:
Method: device was not returned for analysis. Therefore, the production history and sterilization records were reviewed. Results: the records showed the device was mfg, sterilized and released according to applicable standard operating procedures.